Manufacturer narrative:
Concomitant medical products: product ID: 977c290, serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. Product ID: 97715, serial#: (B)(4), implanted: (B)(6)2019, product type: implantable neurostimulator. Other relevant device(s) are: product ID: 977c290, serial/lot #: (B)(4), ubd: 16-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturer representative (rep), regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was unable to charge the ins so the ins was replaced. At the time of the battery replacement, impedance readings on the new ins showed high impedances. A new lead was placed and all impedance readings were good. There were no known factors that may have led to the issue. It was noted that the issue was resolved at the time of the report. No further complications were reported/anticipated.

Manufacturer narrative:
Analysis of the implantable neurostimulator (serial number (B)(4) found that the battery had reduced capacity due to overdischarge. Analysis of the stimulation lead (serial number (B)(4) found that the conductor body was broken within 10cm of the connector area. If information is provided in the future, a supplemental report will be issued.